Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the screen of the insulin pump became frozen. The blood glucose reading was 265 mg/dl. The insulin pump gave off a safety alarm due to being stored or not in use for an extended period of time. Customer also reported that the buttons became unresponsive. She could not recall any significant events leading to this keypad issue. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage was found on keypad traces. All buttons function properly and no frozen screen noted. Insulin pump passed unexpected and self test. No alarms noted. Insulin pump was monitored for 24 hours with multiple basal rates. No alarms during testing. An alarm was in pump history due to corrupted history file. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.